Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for spinal pain. It was reported that the ptm showed code 8286 (empty reservoir). The patient did not miss a refill and was scheduled to have a refill on (B)(6) 2017. The patient couldn't hear an alarm, but "doesn't have the best hearing." The patient would follow up with his healthcare professional. There were no reported symptoms. No further complications were reported.